Event description:
It was reported that a patient presented remotely with inappropriate antitachycardia pacing noted on the patient's implantable cardioverter defibrillator due to incorrect interpretation of signal. No programming changes will be known. No adverse patient consequences were reported.